Event description:
New information noted the device was explanted. The patient experienced no adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker was found in backup-mode due to non-maskable interrupt (nmi) related reset. Patient was brought into clinic and programming changes were performed. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of the device in backup mode was confirmed. The device was returned in a verified condition by using the provided field data, as the product code had been reloaded in the field prior to device return. Further thermal and mechanical analysis was performed, which indicates that the device exhibits normal device characteristics. Also, a field device image was performed and indicated the cause of backup consistent with an anomalous integrated circuit (ic). Longevity test was completed and the device was found to have appropriate longevity left. No other anomalies were seen.